Event description:
Endo clip applier was in use during surgery; it fired twice and then the handle jammed and it would not fire. It was very difficult to remove from the patient as it was attached to tissue. After "multiple prying", it was removed with no harm to patient.